Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects coming out of the leading edge (instrument channel) and the suction channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, and because the foreign material could not be identified, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.